Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for a total of 9 different patient samples tested on the cobas e 411 immunoassay analyzer. On (B)(6) 2018, the customer stated that they had very low control recovery for the elecsys hcg + beta test system and the elecsys troponin t hs stat assay. The customer tried recalibrating both tests, but calibrations failed. The customer stated they received erroneous results for two patient samples tested for troponin t (samples 1 and 2). The erroneous results from these 2 samples were not reported outside of the laboratory. The field service engineer replaced the sample probe and checked the probe alignment. Calibration and controls were ok after these service actions. The customer repeated the two patient samples twice after the service visit. The first sample initially resulted with a troponin t value of 11.49 pg/ml. After the service actions were completed, the sample was repeated twice, resulting with values of 21.78 pg/ml accompanied by a data flag on (B)(6) 2018 and < 3.00 pg/ml accompanied by a data flag on (B)(6) 2018. The second sample initially resulted with a troponin t value of <3.00 pg/ml accompanied by a data flag on (B)(6) 2018. After the service actions were completed, the sample was repeated twice, resulting with values of 24.49 pg/ml accompanied by a data flag on (B)(6) 2018 and 4.28 pg/ml on (B)(6) 2018. Since the second repeat values did not match the first repeat values, the customer ran controls again and these were still very low. On (B)(6) 2018, the customer stated that they received erroneous results for an additional 6 patient samples tested for hcg + beta (samples 3 through 8). The erroneous values from these samples were reported outside of the laboratory. The samples were repeated in a different laboratory using a cobas 8000 analyzer. All 6 of these samples were initially tested and repeated on (B)(6) 2018. The third sample initially resulted with an hcg + beta value of 50.47 iu/l accompanied by a data flag. The sample was repeated on the cobas 8000 analyzer, resulting as 208.3 iu/l. The fourth sample initially resulted with an hcg + beta value of 489.9 iu/l accompanied by a data flag. The sample was repeated on the cobas 8000 analyzer, resulting as 2138 iu/l the fifth sample initially resulted with an hcg + beta value of 8226 iu/l accompanied by a data flag. The sample was repeated on the cobas 8000 analyzer, resulting as > 10000 iu/l accompanied by a data flag. The sample was diluted 1:100 and repeated on the cobas 8000 analyzer, resulting as 38703 iu/l. The sixth sample initially resulted with an hcg + beta value of 6727 iu/l accompanied by a data flag. The sample was repeated on the cobas 8000 analyzer, resulting as > 10000 iu/l accompanied by a data flag. The sample was diluted 1:100 and repeated on the cobas 8000 analyzer, resulting as 20272 iu/l. The seventh sample initially resulted with an hcg + beta value of 2.90 iu/l. The sample was repeated twice on the cobas 8000 analyzer, resulting as 12.27 iu/l accompanied by a data flag and 12.36 iu/l. The eighth sample initially resulted with an hcg + beta value of 3061 iu/l accompanied by a data flag. The sample was repeated on the cobas 8000 analyzer, resulting as > 10000 iu/l accompanied by a data flag. The sample was diluted 1:100 and repeated on the cobas 8000 analyzer, resulting as 23772 iu/l. The customer later stated that they received erroneous results for one additional patient sample tested for troponin t on (B)(6) 2018 (sample 9). This sample initially resulted with a troponin t value of 54.55 pg/ml, which was reported outside of the laboratory to the doctor. Another sample collected from this patient resulted with a troponin t value of 12 pg/ml, so the customer decided to repeat the original sample. The original sample was repeated, resulting with a value of 13.15 pg/ml. No adverse events were alleged to have occurred with the patients. The troponin t reagent lot number was 305646, with an expiration date of june 2019. The hcg + beta reagent lot number was 329446, with an expiration date of september 2019.

Manufacturer narrative:
On (B)(6) 2019, the field service engineer replaced the microparticle mixer motor and the magnet in the measuring cell. The customer received an erroneous troponin t result for a tenth patient sample on (B)(6) 2019 . The sample initially resulted with a troponin t value of 6.12 pg/ml and this value was reported outside of the laboratory. The sample was repeated three times, resulting with values of 3.57 pg/ml, 4.02 pg/ml, and 3.92 pg/ml. No adverse events were alleged to have occurred with this patient. The field application specialist reconstituted calibrators and controls using the customer's water and calibration signals were lower than expected. Recovery for controls reconstituted at the customer site and controls reconstituted at another site was compared. Controls from both sites was within the expected mean for the lot. Liquid flow cleaning maintenance was performed three times on the complained analyzer, but there was not noticeable difference in signals or results. Precision studies were performed and these were within specifications. Calibrators were run as patient samples and recovered near target.

Manufacturer narrative:
The customer received an erroneous troponin t result for an eleventh patient sample on (B)(6) 2019. The sample initially resulted with a troponin t value of 23.66 pg/ml and this value was not reported outside of the laboratory. The sample was repeated three times, resulting with values of 40.38 pg/ml, 40.36 pg/ml, and 39.07 pg/ml. No adverse events were alleged to have occurred with this patient. The customer continues to run patient samples in duplicate. The customer has installed a static mat. The investigation is ongoing.

Manufacturer narrative:
It was determined the erroneous results for the eleventh patient sample were run on (B)(6) 2019. The humidity in the customer¿s laboratory was around 10% which is below the range specified for use of the analyzer. The alarm trace does not indicate an issue. Calibration data shows a large variation in calibration signals. The qc recovery was acceptable. A general reagent issue was excluded. The investigation did not identify a product problem. The cause of the event could not be determined.